Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. Review of the controller log files revealed power consumption to be within normal operating range and no alarms recorded for the past 14 days leading up to (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, a possible root cause of the reported event may be attributed but not limited to placement of the pump which allows contact with fixed or rigid anatomical structure. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a "buzzing" sound from the pump. The pump remains in use. No patient complications have been reported as a result of this event.